Manufacturer narrative:
(B)(4). Date of event - (B)(6) 2016: date article accepted. Report source, foreign - events occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H. Maentymaeki, m. Junnila, p. Lankinen, m. Seppaenen, t. Vahlberg, k. T. Maekelae. (2017). Systematic screening of adverse reactions to metal debris after recap-m2a-magnum metal-on-metal total hip arthroplasty. Scandinavian journal of surgery, 1-8. Doi: 10.1177/1457496916683093.

Event description:
It was reported in a journal article, 12 patients underwent hip revision procedure due to infection. Attempts have been made and additional information on the reported event is unavailable.